Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was revised because the head disassociated from stem (securfit stem).

Manufacturer narrative:
The patient is (B)(6). An event regarding dissociation of a c-taper cocr head from a secur-fit stem involving a morse taper thimble was reported. The event was confirmed. Device evaluation and results: a material analysis has been performed. The report concluded: ¿wear and deformation damages were observed on the thimble component, likely occurring after dissociation from the femoral head. No micromotion or fretting damages were observed on the visible taper or thimble surfaces. There was no evidence of manufacturing or material defects on the device features evaluated.¿ medical records received and evaluation: ¿there is no evidence that factors of faulty component manufacturing or materials was responsible for this clinical situation.¿ device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the instructions for use of the c-taper cocr head were not followed. The reported head was used along with a morse taper sleeve which is intended for use with ceramic heads. The product IFU indicates c-taper heads must only be used with stems that have a c-taper trunnion.

Event description:
It was reported that patient was revised because the head disassociated from stem (securfit stem).